Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent an unspecified spinal surgery due to degenerative scoliosis lumbar on an unknown date. Post-op, the rod was found to be broken. Patient suffered from lumbar pain post surgery. No other information is provided.

Manufacturer narrative:
Product analysis :visual review confirms rod breakage. Damage and smearing noted on fracture surfaces. No immediately adjacent pre-existing surface defects identified that could contribute to crack propagation of fracture. Fracture surface examination of the fractured rods identified a fairly flat fracture, with ratchet marks near the origin of crack propagation, with gently convex progressive striations or beach marks emanating through the cross section of the rods until subsequent mechanical failure. Dimensional inspection confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with failure due to cyclic fatigue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
X-ray review :"long segment thoraco-ilium scoliosis correction.post op x-rays show bilateral rod fracture at l4-5.deformity correction appears adequate.osteoporosis is present. Unable to determine fusion status. Contributing factors include failure of fusion. Root cause patient factors."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.